Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Sudden cardiac arrest occurs suddenly and often without warning. It happens when an electrical malfunction in the heart causes an irregular heartbeat (arrhythmia). With its pumping action disrupted, the heart can't pump blood to the brain, lungs, and other organs. When this occurs, a person loses consciousness and has no pulse. Death occurs within minutes if the person does not receive treatment. Symptoms that could occur prior to cardiac arrest include chest discomfort, shortness of breath, weakness, and fast-beating or fluttering heart. The immediate symptoms include sudden collapse, no pulse, no breathing, and a loss of consciousness. The infection leading to removal of the device was declared to be unrelated to the device as all sterile certs were found conforming. Due to the patient¿s ongoing cardiac events, including a recent heart catheterization and heart failure, the complications that occurred leading up to expiration were related to the patient¿s ongoing chronic medical conditions and disease process, therefore this is not a device related event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient had an initial left total shoulder arthroplasty and approximately 1.5 month later developed chest pain with a cxr showing a mildly enlarged heart and underwent a successful right transfemoral heart catheterization. Stent placement was at the pci of the rca. Few days later, had an office appointment where the patient reports pain and swelling to the left shoulder. A needle aspiration was completed and showed purulent fluid that was consistent with infection. The patient underwent stage I of a two stage revision where all implants were removed without complication. 15 days later, the patient had a follow-up appointment where it was noted the incision was healing well with minimal erythema and was ordered to continue the course of antibiotic therapy and follow-up again in 1 week. Subsequently, the patient was reporting increased shortness of breath, he slumped over in bed, becoming unresponsive and pulseless. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: item# 01.04555.130; lot# 3112046; sidus stem-free shoulder, humeral anchor, uncemented, l. Item# sagl2023; lot# 65268598; monoblock 3 peg size 3 for cemented use only. Item# 5036963, lot# 60671053; palacos bone cement. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00215. 0009613350 - 2023 - 00216. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.